Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported weak sensor alerts from the insulin pump regarding a sensor even though the devices were within 4 feet of the transmitter. The reported sensor glucose was 150 mg/dl. While the reported blood glucose was 91 mg/dl. The customer also reported receiving treatment from paramedics four days previously for a blood glucose value of 24 mg/dl. The customer was advised how to use the carelink program with the insulin pump. No further information was provided.